Event description:
It was reported that: physicians deployment of manta did not close arterial access. According to vascular surgeon after cut down, he had accessed sfa, the vessel was weakened due to age and disease, and access was achieved through fascia. Additional information: during an evar procedure on the (B)(6) 2023, single access was gained, utilizing micro puncture and ultrasound, in the left common femoral artery. Vessel size was 6.5mm. Measured depth for the manta was 5.5+1cm. There was a reported "hold up" in advancing the procedural sheath. Systolic blood pressure was 110mmhg prior to closure. Post manta deployment a hematoma was noted. The vascular surgeon went straight to surgical cutdown where it was noted that the manta was deployed correctly but not in the vessel, the footplate was under tough connective tissue and the collagen was on top of the connective tissue, and outside of the artery. The device was explanted and it was reported that the patient did fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201481 manta 14f indicated during lot release of manta lot a single device exhibited a high collagen deployment force of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a 14f manta was planned for closure in the left common femoral artery following an evar procedure. Access was achieved utilizing ultrasound guidance and micro puncture. The arteriotomy was 6.5mm, with mild calcification, with a depth measurement of 5.0cm + 1cm. During the initial procedure, issues were encountered while advancing the 13f inline sheath-less system. The manta device was deployed to the measured depth, although was not successful in closing the puncture, deployed into the tissue tract, and a hematoma began to form. The physician decided to go directly to a cutdown. During the surgical intervention, the physician mentioned the anchor deployed under thick connective tissue, the collagen was on top of the connective tissue outside the artery, and the intact manta device was explanted from the tissue tract. Following the surgical intervention, the vascular surgeon mentioned the physician had accessed the superficial femoral artery, the vessel was weakened due to age and disease, access was achieved through the fascia and the culmination of all these factors lead to the tract deployment. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed, and tract deployment is a known risk the manta instructions for use (lbl-004 r b) warns do not to use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: physicians deployment of manta did not close arterial access. According to vascular surgeon after cut down, he had accessed sfa, the vessel was weakened due to age and disease, and access was achieved through fascia. During an evar procedure on the (B)(6) 2023, single access was gained, utilizing micro puncture and ultrasound, in the left common femoral artery. Vessel size was 6.5mm. Measured depth for the manta was 5.5+1cm. There was a reported "hold up" in advancing the procedural sheath. Systolic blood pressure was 110mmhg prior to closure. Post manta deployment a hematoma was noted. The vascular surgeon went straight to surgical cutdown where it was noted that the manta was deployed correctly but not in the vessel, the footplate was under tough connective tissue and the collagen was on top of the connective tissue, and outside of the artery. The device was explanted and it was reported that the patient did fine post the procedure.